Event description:
It was reported that during the procedure physician used integrity rx (bare metal stent) and reported that stent got deformed while passing through the lesion and had withdrawn from the system. The device was removed from packaging per IFU, inspected and prepped before use without any issues noted. The lesion was pre dilated with the 2.50mm x 20 balloon device. Resistance was noted during the device advancement but no excessive force was used. The physician believes that the event was procedural related; not device related. No clinical sequela reported.

Manufacturer narrative:
Evaluation results: related to operational context (device inspected prior to use with no issues noted, physician assessment that the event was procedural related, not device related). Inherent risk of procedure (stent embolization and deformation). No results available since no evaluation was performed (device not returned for evaluation and limited information delivered). Evaluation conclusion: operational context caused or contributed to the event (device inspected prior to use with no issues noted, physician assessment that the event was procedural related, not device related). Known inherent risk of a procedure (stent embolization and deformation); unable to confirm complaint (device not returned for evaluation and limited information delivered). (B)(4).

Event description:
Summary of device evaluation: the distal tip was damaged. The 1st distal stent segment was raised and deformed with numerous raised struts along the mid stent. The stent was positioned on the balloon between the marker bands as per specifications. Image review: the procedural images confirm diffuse disease in the left coronary vessels. A number of balloon inflations are captured; there are no images capturing the attempted delivery and subsequent removal of the integrity stent.